Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the jaws of er320 did not open after 5th firing. The jaws opened after grasping the trigger several times. No problem was observed on the blood vessel. After that, it became not to open again when the device was fired outside the patient for functionality.

Event description:
It was reported by the sales rep that during an unknown procedure, the knife of psee60a stopped on the way of the firing. The manual override lever was used to release the device since the knife reverse switch did not function. The jaws of er320 did not open after the firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) batch # r94n7g investigation summary: the analysis results found that the instrument  er320 was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was found to be broken. In addition, 14 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device r94n7g number, and no non-conformance were identified.